Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 0.424 x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument was found to have broken tip. There is no report of detachment and no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a backup instrument of same kind to continue the procedure. The issue occurred when the instrument was in used for about 20 minutes. No known impact or patient consequence was reported. The instrument did not collide with any other instruments or other hard material during the surgical procedure.